Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that fluoroscopic imaging did not reveal any lead abnormalities. During the revision procedure, the right ventricular (rv) lead reproduced the out-of-range pace impedance measurements when tested with a pacing system analyzer (psa). The device-lead connections were found to be appropriate. The rv lead remains surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Subsequently, the rv lead was surgically abandoned and replaced. The device was explanted. No additional adverse patient effects were reported.